Manufacturer narrative:
(B)(4). D10: 110010245, g7 osseoti 4 hole shell 54mm f lot number 7485597. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01123. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Event description:
It was reported that the g7 cup was cold welded to the straight g7 impactor and could not be removed intraoperatively. The surgery was delayed by 20 minutes, however, it was completed using a curved impactor and a 56mm shell. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6. H10. Visual examination of the provided pictures identified a cup and what appears to be a g7 inserter but without the full image of the inserter, it cant be definitively identified. The two devices appear to be threaded together however its unknown if they are locked/seized. Part and lot identification are necessary for review of device history records, but neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.